Manufacturer narrative:
This is one event (death) for the same patient involving three separate products; associated mdrs #1225714-2013-00533, 00534 and 2937457-2014-00288.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 1998 after the use of the product.